Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported a 6f angio-seal vip vascular closure device was deployed post percutaneous coronary intervention. The next morning while still in the hospital, the patient complained that the groin was extremely painful. Bleeding occurred in the groin tissue. The physician stated the blood loss was approximately 0.5 liter. The ptient's hemoglobin was recorded as 10.8. The patient was reported as satisfactory.